Event description:
Patient has been on cvvh. 6 days later, began a series of frequent filter changes. On the first day- 2 filters, second day-2 filters, third day- 3 filters and changed out the cvvh machine 4 times, and fourth day- 3 filters and changed out the cvvh machine 2 times. The alarms on the machine were unusual such as "balance chamber alarm" during priming of filter and blood leak was another common alarm even with a brand-new filter. On day 4, the nurse thought the lot number might be the issue and obtain a filter from another unit with a different lot. The filters used for the patient on day 3 and 4 were the same lot number; unknown filter lot for the first 2 days. Email sent to supply chain manager. Pulled remaining filters with same lot and informed supply chain stocker not to stock anymore of lot: 11078002. Due to the frequency of filter changes, the patient did have to receive blood products.